Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed x-ray was not available. Review of the system log file showed that the x-ray was disabled, the generator was busy starting up and the x-ray was not possible. The fse performed the functional analysis and identified that the power supply to dvi (digital visual interface) matrix had malfunctioned. The fse replaced the power supply to dvi matrix to resolve the reported issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the x-rays were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.